Event description:
It was reported that (6) devices were used during a cholecystectomy. It was reported by the affiliate that the 511sd trocars gaskets tore as soon as an el314 device was inserted. The 355ld trocars tore right away when another device was inserted. There was no consequence to the pt.